Manufacturer narrative:
Hamilton medical ag comes to the conclusion: see cer (B)(4). Hamilton medical ag complaint number: cer (B)(4) follow-up 1 - corrected information: **UDI related data quality updates only** field d4 were updated with full UDI information as requested. Updated fields: b4, d1, d4, g3, g6, h2 and h4.

Event description:
The following was reported to hamilton medical ag: summary: during while using this c6 on a patient, the screen displayed technical event:255029 and an alarm went off. Because of this, the hospital staff had no choice but to give up the use of this c6.

Event description:
The following was reported to hamilton medical ag: summary: during while using this c6 on a patient, the screen displayed technical event:255029 and an alarm went off. Because of this, the hospital staff had no choice but to give up the use of this c6.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: see (B)(4).